Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(4). Batch: 7173451.

Event description:
It was reported that during the patients trial procedure, the physician was having difficulty placing the second lead due to patients scoliosis. The physician decided to remove the lead and upon removal of the lead as well as the needle, the tip of the lead broke off and two contacts were left in the patients body.